Event description:
The event occurred in china during startup. It was reported that the error message "safety-s" was displayed on a hl20 pump. No harm to any person has been reported. According to the hl20 service manual the error "safety-s" indicates that there is an issue with the safety system board or it's communication. The reported behavior can cause an unintentional pump stop. Therefore, a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the hl20 pump displayed the error message: "safety-s" during startup. No harm to any person has been reported. According to the hl20 service manual the error "safety-s" indicates that there is an issue with the safety system board or it's communication. A getinge field service technician (fst) was onsite for an investigation of the device. The fst could confirm the error message: "safety-s" as well as "stop-inp". The fst replaced the motor control board and the safety system board. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The defective parts were not available for further investigation at the manufacturer. However the reported error message: "stop-inp" can be linked to the following most possible root causes according to the hl 20 risk management file: - failure of pump control board due to the age of the device and this component motor control board (over 10 years old), age related aspects can be considered as well. With reference to the hl20 risk assessment the most possible root cause for the reported error message: "safety-s" is wrong pump speed because of: - communication error (e.g. Wrong ratio between master-slave pumps due to communication error). Due to the age of the device and this component safety system board (over 10 years old), age related aspects can be considered as well. The device in question was manufactured on 2013-04-15. The review of the non-conformities during the period of 2013-04-15 to 2024-08-26 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. Based on the investigation results the reported error messages: "safety-s" and "stop-inp" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.